Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck diameter was 23mm, and it had an angulation of 25 - 30 degrees. The access vessels and aneurysm morphology were unremarkable. It was reported there was a proximal type I endoleak upon final angiogram. The physician elected to place a palmaz stent and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Secondary intervention. Eval results: endoleak. No films available for the eval.